Manufacturer narrative:
(B)(4). Insulin pump had broken reservoir tube lip, missing retainer and missing reservoir tube o ring. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that retainer ring had cracked. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.